Event description:
It was reported that during a cholecystectomy device jamming occurred. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the er420 was returned in good visual condition. The instrument was cycled and ejected the remaining clip and locked out as intended; however, no jamming issues were noted during the analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.